Event description:
The patient had an ongoing history of elevated ldh with elevated hgbn; he was admitted a number of times for hydration and heparin drip. He had a device exchange on (B)(6) 2012, but developed yet another thrombus which was confirmed on explant.